Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The helix was able to be extended and retracted within specification. (B)(4)

Event description:
It was reported that during the implant procedure, the physician had trouble moving the lead and thought that the helix was not retracting back all the way and was catching. It was also noted that a lot of torque was on the lead when it was tried a third time to place it in a good spot. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.